Manufacturer narrative:
The serial and equipment number are not available.

Event description:
The manufacturer received information alleging a trilogy100 ventilator inoperative condition occurred. The customer states the ventilator will automatically shut down during use, and assisted breathing was required during the time of the event. This notification was reviewed by the pms clinical expert due to report of "give the patient assisted breathing, the ventilator will automatically shut down during use, and the ventilator needs to be replaced." No further clinical details were reported. The mentioned "give the patient assisted breathing" was a standard of care. Based on the information currently provided and available, no harm or injury has been sustained and therefore further analysis of cause and/or contribution of the device to a serious injury or death is not applicable. The device has not yet been returned to the manufacturer for evaluation. Additional good faith effort attempts will be made to confirm if there was any harm to the patient and if the device will be returned to the manufacturer for further investigation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.